Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, root cause was identified a faulty circuit board. However, the specific cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to link recall notification z-0697-2024 to this case. Correction: (h7) ¿if remedial action initiated, check type¿ notification selected. (H9) ¿if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number¿ recall notification reference number added.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a poor color in the image and a loose serial ring on the video connector. The cause of the malfunction may have been caused by the r unit (charged coupled device) malfunctioning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30°, autoclavable image turned green when the power was turned on. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm.